Event description:
The doctor alleges that the stent is fractured. Two stents (9mm x 6cm and 9mm x 4cm) were placed, overlapping, in the left subclavian vein one year ago. Films taken last month revealed that the 9mm x 6cm stent is fractured.